Event description:
It was reported that an alert for charge time limit reached was observed. In clinic capacitor maintenance also resulted in an alert. The device was explanted and replaced. Patient was fine post-procedure.